Manufacturer narrative:
(B)(6). The lot was manufactured january 26, 2016 ¿ january 27, 2016. The device was received for evaluation with approximately 83 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion of fluorouracil. After 52 hours of infusion, the solution had not completely infused and the device was removed. There was no patient injury or medical intervention associated with this event. No additional information is available.